Event description:
Boston scientific received information that during a routine scheduled follow up, an alert for right ventricular (rv) lead shock lead impedance measurement greater than 125 ohms was observed when in the triad configuration. The device system was reprogrammed to rv to can and a shock impedance measurement of 80 ohms was observed. The device system was reprogrammed to rv coil to ra coil with a shock impedance measurement greater than 125 ohms. Daily measurements report notes that a slowly trending increase of shock impedance measurements had occurred. Isometric exercises were performed, resulting in noise on the shock channel. The device was reprogrammed distal coil to can. The patient was to return to the clinic for follow up in one month. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.